Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 06-nov-2024. The event occurred three or more hours of insertion. The insertion site was abdomen. The infusion set was in use for eighteen hours. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4), device 4 of 6.